Manufacturer narrative:
Investigation: x-review DHR. X-inspect returned samples. Analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 09/09/2020 under wo #(B)(4) & (B)(4) and shipped on 09/10/2020. Manufacturing record review: dhrs (B)(4) & (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on repair log 96245. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: no definitive root cause for this issue could be reliably determined at this time. While the unit was not confirmed to have the complaint condition duplicated the loose bj2 connector was tightened as it is related to the coag function. Correction and/or corrective action: service & repair re-tightened the nut on bj2. The unit was tested to specifications and returned to the customer. A torque value was assigned when securing the nuts on bj1 thru bj3. Technical operations processed this update on the print when addressing an un-related issue captured on CAPA 731. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Coag interm. Doesn't give adequate energy with foot p. And p. Cord. Order: (B)(4) from follow: I just asked dr. (B)(6) and she said there was excessive bleeding and she thinks it lasted between 20-30 minutes there were 2 patients that day that had a leep and the same thing happened to bot complaint not verified. 1216677-2021-00118 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Coag interm. Doesn't give adequate energy with foot p. And p. Cord. Order: (B)(4). From follow: I just asked dr. (B)(6) and she said there was excessive bleeding and she thinks it lasted between 20-30 minutes . There were 2 patients that day that had a leep and the same thing happened to bot. Complaint not verified. Leep precision generator lp-20-120. E-complaint- (B)(4).